Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that keypad and reservoir compartment was damaged and that insulin pump was not responding. Insulin pump would need to be replaced. Customer's blood glucose was unknown.

Manufacturer narrative:
No cracks on reservoir compartment. The insulin pump was received with peeling off keypad overlay. The insulin pump was received with missing retainer. All buttons function properly; no damage to keypad traces and the j1 connector on pcba 1 was not unlocked during visual inspection. No frozen screen anomalies noted during testing; time advanced properly. Unable to perform displacement test due to missing retainer. Unit received with missing reservoir tube o-ring, scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, cracked case on battery tube area, cracked battery tube threads, missing serial number label and missing end cap address label.